Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Based on the follow-up with the health-care provider, the reason for the explant was not due to any device malfunction but due to a ventricular septal defect (vsd). Per the operative report, after the valve was implanted, the patient was separated from cardiopulmonary without the assistance of intrope's. Postpump ventricular was good. However, there was evidence of a vsd persistent immediately in the area where it was fixed. Saturations showed a significant step-off from the right atrium to the pulmonary artery. Patient was placed back on bypass. The aortotomy was opened and the aortic valve was removed. A large vsd was seen and it was much bigger than what was seen before. Multiple attempts were made to close the defect. Valve replacement was then performed. With the valve in place and the coronary ostia easily seen and cannulated the aortotomy was closed. Patient was again separated form the cardiopulmonary bypass without the assistance of intrope's. Step-off however continued to be significant even through it could not see the shunt on echo. Saturations were quite high, vsd was still present even though it could not be seen by echo. The patient was placed back again in bypass and the heart was rearrested. After an adequate cardioplegic arrest was administered a right ventriculotomy was made immediately below the pulmonic valve. A number of minor cores to the anterior leaf of the triscupid valve were transected and vsd was then seen again, this time through the right ventricle. The walls were adequately debrided of all necrotic tissue. Previous pledget material was removed. A vsd was then closed with a double patch technique. The vsd appeared to be closed. The ventriculotomy was closed with interrupted pledgeted sutures as well. Patient was separated from cardiopulmonary bypass again without the assistance of intrope's. There was no vsd demonstrated and there was no step-off. Right atrial saturation was 42% and pulmonary artery saturation was 40%.

Manufacturer narrative:
(B)(4) = vsd. Device not returned. Unfortunately, the edwards device was not returned; therefore, no device evaluation could be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause of this event cannot be confirmed, the information provided suggests that this event was due to patient related factors. According to the operative report, the patient has a history of vsd. No device malfunction also indicated by the health-care provider. No further actions will be taken.